Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for routine follow-up experiencing syncope; noise was noted on the device. Abbott technical support indicated that the signals are most likely egm artifacts, possibly due to telemetry interference. The patient went under a procedure to address a lead issue. It was noted that the lead does not belong to abbott. The patient was stable after the procedure.